Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/24/2019. The customer reported that martel printer s/n 230510929 was hot to touch when used with the martel battery. The martel printer was still hot to touch, even after installing a brand-new martel battery. Failure analysis could not be performed as martel printer s/n 230510929 has not been received by apoc. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer who reported that martel printer sn (B)(4) was hot touch using martel battery. Customer replaced the battery with a brand new martel battery, printer is still hot to touch. The customer confirmed that the correct cables and battery are being used with the martel printer. There was no additional information at the time of this report. The printer was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.